Event description:
It was reported that on (B)(6) 2013 a patient underwent a mucoprolapsectomy. The surgeon checked the results of this surgery intra-operatively, and everything was fine. For this reason, the device was discarded. Then, six days after surgery, the patient experienced significant rectorrhagia and therefore had to undergo a new, emergency surgery. During the second surgery, a partial dehiscence of the anastomosis and a secondary submucosal/muscular fistula were found and properly treated. The patient also required a transfusion (transfused amount is unknown) and antibiotic therapy. The patient is currently still hospitalized and is recovering well. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The first procedure used the classic technique, a normal clockwise purse-string was created. The sutures were placed at about 2 cm. From the cranial margin of the hemorrhoids. Is it possible that muscular tissue as there were muscular fibers present. The patient had third degree hemorrhoids. The tissue outside the rectum was not stapled. When the device was fired, it was the indicator within the green zone/gap setting scale. Audible feedback after actioning the trigger until unable to fire further confirmed device has fired. There were not any unexpected noises heard. There were no forces higher or lower than expected (closing, firing, or opening) when the device was fired. After closing the device, the surgeon wait 30 seconds prior to firing or possibly even longer. There was no difficulty removing the device from the tissue. After firing, did the surgeon waited 20 seconds prior to opening. The safety was re-engaged prior to removal. Visual inspection, rinsing with saline, waiting time confirmed successful anastomosis. The washer was cut. The staple line was examined using the anoscope. The excised tissue/donuts were removed and inspected for circumferential completeness. The primary surgeon fired the instrument. This was not a recent conversion to ees devices in this account or with this surgeon. During the second procedure, there was the fistula in the left lateral wall. There were no staples at the site of the dehiscence. The issue was resolved with three stitches placed to approximate the edges of the dehiscence. A drainage was placed. There is no pathology specimen available. The patient is good (under follow-up).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.